Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred approximately three weeks post implant. It was further reported there was fluid build up in the device pocket. The implantable pulse generator (ipg) system was explanted, the patient treated with antibiotics and the device system was replaced. No further patient complications have been reported as a result of this event.